Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1906101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, engaging and disengaging the connectors and sample injectors from lot 1907104. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Testing results were reviewed for lot 1906101 and no issues were observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that separation occurred during use with a bd phaseall¿ optima connector (c35-o). The following information was provided by the initial reporter, "event description per attached email states: has anyone been having any problems as we are with connections popping off. Is there a change in pump pressure or do you think its just the connections. This patient today had accidentally occluded his line when it popped apart at the phaseal connection. It was even taped. We have had several of these and some prior to the phaseal changes. I am wondering if the pump pressure is different or is this even a possibility? How was the phaseal device connected to the tubing? Phaseal and connector were connected to the primary fluid line. The connection was taped as well.. What date(s) did this occur? (B)(6) 2020. Did any hazardous medication leak as a result? No leakage. What was done to remedy the issue? New connectors were replaced. Tubing was not changed. Chemo resumed. No harm as nurse was standing there when she heard the click. 13-apr: customer confirmed that the issue was that the injector and connector separated from one another and not from the tubing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a bd phaseal¿ optima connector (c35-o). The following information was provided by the initial reporter, "event description per attached email states: has anyone been having any problems as we are with connections popping off. Is there a change in pump pressure or do you think its just the connections. This patient today had accidentally occluded his line when it popped apart at the phaseal connection. It was even taped. We have had several of these and some prior to the phaseal changes. I am wondering if the pump pressure is different or is this even a possibility? How was the phaseal device connected to the tubing? Phaseal and connector were connected to the primary fluid line. The connection was taped as well. What date(s) did this occur? (B)(6) 2020. Did any hazardous medication leak as a result? No leakage. What was done to remedy the issue? New connectors were replaced. Tubing was not changed. Chemo resumed. No harm as nurse was standing there when she heard the click. 13-apr: customer confirmed that the issue was that the injector and connector separated from one another and not from the tubing."